Event description:
It was reported that the colonovideoscope had remained inside the endoscope (within the control section). The issue was found during reprocessing of the device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: channel tube had foreign objects. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.